Manufacturer narrative:
This report is submitted on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed dermatitis at the abutment site and was subsequently treated with oral antibiotics on (B)(6) 2015. On (B)(6) 2016, the patient underwent a procedure to debride the skin. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to place an internal magnet. Correction: the correct brand name is bia400 implant 4mm w abutment 12mm, not flange fixture and abutment as previously reported. Correction: the correct model # is 93332, not bia400 as previously reported. Correction: the correct common device name is cochlear baha connect system, not mah as previously reported. (B)(4). Implanted device remains.